Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown quantity of zero-p system. Part and lot numbers were not provided. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, yang, et al. (2016) comparison of anterior cervical discectomy and fusion with the zero-profile implant and cage-plate implant in treating two-level degenerative cervical spondylosis. Int j clin exp med, 9, 21772-21779. A retrospective study was conducted to compare the clinical outcomes with radiographic data and complications between synthes zero-p implant and conventional cage-plate implant (manufacturer unspecified) in two-level anterior cervical discectomy and fusion (acdf) for the treatment of degenerative cervical spondylosis. A total of 67 consecutive patients underwent two-level acdf using zero-p implant and 72 consecutive patients underwent two-level acdf using conventional cage-plate implant between december 2011 and november 2014. The final cohort study results were based on 60 patients in the zero-p group (24 female / 36 male; mean age: 47.90 years; mean follow-up duration of 3 years) and 63 patients in the cage-plate group (28 female / 35 male; mean age 48.03 years; mean follow-up duration of 3 years). Plain radiographs, magnetic resonance imaging (MRI) and computed tomography (CT) scans were performed. Neurological examination and functional assessment were recorded at 1, 3, 6, 12 and 24 months and at the latest follow-up assessment. Results: zero-p group: postoperative complications were hematoma (1), recurrent laryngeal nerve palsy (1), cerebrospinal fluid leakage (1) and pseudarthrosis (3); lack of bony fusion (3) and dysphagia: total incidence was 40.00% at one week, 23.33% at one month, 18.33% at three months, 10.00% at six months, 8.33% at 12 months and 5.00% at the latest follow-up. This is report 1 of 1 for (B)(4). This report is for an unknown zero-p system.